Manufacturer narrative:
No unexpected excessive no delivery alarm was noted. The insulin pump passed the displacement test, prime test and excessive no delivery alarm test. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery during an infusion set change. The blood glucose reading was 111 mg/dl. Upon troubleshooting, it was found that the insulin pump alarmed no delivery during a manual prime. Advised replacement of the insulin pump. Nothing further reported.